Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the scope was processed in accordance with the manufacturers processing guide and after 2 uses, fogging within the scope appeared.

Event description:
It was reported the scope was processed in accordance with the manufacturers processing guide and after 2 uses, fogging within the scope appeared.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. The reported failure "fogging " was confirmed. According to henke: unfortunately, it has already been repaired, so we are unable to examine it. The following faults were noted in the repair report: - distal end damaged - broken lenses within the optical system the reported failure mode will be monitored for future reoccurrence.